Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization. The customer stated that she was not feeling well and went to the emergency room. The customer's blood glucose reading during the emergency room visit was 697 mg/dl. The customer stated that she was having high blood glucose readings and the needle would only go up to 600 mg/dl.